Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not stay in standby during setup as it just kept running. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device would not stay in standby during setup as it just kept running. The biomedical engineer (bme) noted that the average air reading in pneumatics was -8.2 standard liters per minute (slpm) when set to zero, and the air inlet filter was very dirty. The remote service engineer (rse) advised the customer that either the flow sensor assembly or gas delivery system (gds) would need to be replaced to correct the reported issue and provided the customer with the part numbers of the replacement flow sensor assembly and gds for repair. The repair for this device cannot be conducted at this time due to the backorder status of parts (flow sensor assembly and gds) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The biomedical engineer (bme) replaced the flow sensor assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.